Event description:
It was reported that the customer experienced low blood glucose and was subsequently hospitalized on (B)(6) 2015. The customer's blood glucose at the time of admission was 160 mg/dl. It was stated that, prior to the hospitalization, the customer was found on the floor. The paramedics were called, and the customer was treated with a manual injection. The customer's blood glucose was around 20 mg/dl when the paramedics arrived. The customer was unaware of the possible cause of the low blood glucose. Advised customer to monitor the insulin pump and call back if the issues persisted. At the time of the call to report the hospitalization, the customer had high blood glucose of 458 mg/dl. The customer had high blood glucose due to being off the insulin pump while in the hospital. The customer was also suffering from seizures, possibly triggered by the low blood glucose incidents. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.